Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("bilateral salpingectomy with coronectomy was performed to remove essure") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: past history and concomitant affections were denied. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced adverse event ("multiple disorders nos"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device intolerance ("bad tolerance to essure"). The patient was treated with surgery (bilateral salpingectomy with coronectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown and the device intolerance and adverse event had resolved. The reporter considered adverse event, device intolerance and medical device removal to be related to essure. The reporter commented: defective sample was not kept by the department. Most recent follow-up information incorporated above includes: on 1-feb-2019: device removal questionnaire was received and the following information was provided: past history and concomitant affections were denied; essure was removed due to medical reasons (bad tolerance and multiple disorders nos) and the patient recovered completely; multiple disorders nos was added as event; a follow up 6 or more months following essure removal was available. According to the reporter, essure contributed to the onset of the adverse events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("bilateral salpingectomy with cornuectomy was performed to remove essure") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device intolerance ("bad tolerance to essure"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and device intolerance outcome was unknown. The reporter considered device intolerance and medical device removal to be related to essure. The reporter commented: defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.